Event description:
Serious injury involving on person: during a casual conversation the doctor mentioned a patient complaning with discomfort was diagnosed with a corneal ulcer. Date of event: 2/12/99. Lens model/water content; dailies-69%. Lot number; unk. Eye and location; right eye, 7 o'clock. Total duration of use; new fit/3 days. Number of days worn; 1. Last visit to practitioner prior to symptoms; 2 days prior. Clinical diagnosis; dense corneal ulcer treatment administered; ciloxin prognosis; should resolve. Patient did not show up for his follow-up vist.